Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed on (B)(6) 2011.

Event description:
It was reported that pt underwent primary knee procedure on (B)(6) 2011. Pt underwent revision surgery on (B)(6) 2011 due to dislocation. No further complications have been reported.